Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was brought to the operating room after feeling a vibratory notifier which was reported as upper out of range impedance measurement. The lead was explanted and replaced. No further information is available.